Manufacturer narrative:
No conclusive evidence has been provided that supports or opposes the fact that the invisalign system aligners caused or contributed to the reported symptom. This event is being filed as an MDR as the patient reported anaphylactic reaction while an invisalign product was being used.

Event description:
The patient reported the symptom of anaphylactic reaction to the aligners. It is unknown if the patient takes medications regularly or has any allergies and pre-existing conditions. It is unknown if the patient required medical intervention, medications were taken or prescribed, nor if laboratory tests were performed to alleviate the reported symptom. It is unknown if the patient is still wearing aligners or how the patient is currently doing.